Event description:
It was reported that a connector on the device logic board was broken. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced the logic board due to a broken connector. The probable root cause of the reported issue was due to customer damage of the logic board assy 8015ls. A review of the device history record showed the device had a manufacture date of 03oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported connector on logic board is broken. There was no patient involvement.

Event description:
The customer reported connector on logic board is broken. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that a connector on the device logic board was broken. There was no patient involvement.